Manufacturer narrative:
The device was received for evaluation with an open pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and incomplete molding at the patient line¿s borla clamp was identified. Clamp function testing was performed and the clamp would not close due to incomplete molding. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was damaged, further described as "the cassette looked melted, and had crack/split problem". This was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.